Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download history revealed the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The total daily dose history revealed multiple occasions of time switching from am to pm and pm to am. The pump was exercised for 29 hours and was found to be operating within the required specifications without defect or malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump was not accurately delivering insulin to the patient. The reporter stated there was overriding of the dosage recommended by the pump¿s bolus calculator feature. The reporter stated that the patient¿s health care provider wanted the pump replaced. Customer support performed troubleshooting at the time of the call and no program issues, delivery issues or pump malfunctions were found. No adverse event is being reported in this case because the device is not assigned a 510(k). This complaint is being reported the pump was not delivering insulin accurately and the pump was replaced at the insistence of the hcp.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.